Event description:
A patient's generator was replaced due to battery depletion as the previous device was unable to be interrogated and was believed to be completely depleted. It was also reported that the header was found disconnected form the generator can upon explant from the patient. The disconnection was noted to have occurred prior to the explant procedure, and the caregiver stated that the patient may have influenced the condition of the generator with his hands. There were no previous report of high impedance or any other malfunction found. The generator was to be returned for analysis. No generator was received to date. No further relevant information has been received to date.

Manufacturer narrative:
Event/problem description. Corrected data. Initial report inadvertently did not include the review of device history records. This has been corrected.

Event description:
Device history records were reviewed for the device and found that the device was sterilized and passed all quality inspections prior to distribution.